Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral epigastric incarcerated hernia thereby underwent open repair with implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia was dissected. A ventralex st mesh (device #1) was placed in anterior abdominal wall and secured by sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional umbilical hernia thereby underwent open repair with implant of ventrio st mesh (device #2). Per operative notes, ¿a hiatal hernia noted, and hernia sac was removed. A biological mesh was placed and secured by tacker. The incarcerated incisional hernia was repaired by placing a ventrio st mesh (device #2) and tacked.¿ attorney alleged that the patient had pain, abdominal tear, hernia recurrence and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.